Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to reproduce boot up issue, however, there was system error in the programmer error logs that could cause the programmer to intermittently boot up. Analysis also found the upper case, lower hinge, and the latch tabs on power cord bay were broken. Extensive corrosion was found inside the programmer. Concomitant medical products: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the programmer will not intermittently boot up. The programmer was returned for repair. No patient complications have been reported as a result of this event.